Event description:
It was reported that 3 days post implant, the lead was noted to not be pacing via the monitor. In addition, impedance measurements of greater than 3000 ohms were detected. The physician reopened the pocket and tested the lead. A lead fracture was suspected. The lead was explanted and replaced successfully.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.